Manufacturer narrative:
H3: product analysis # (B)(4):5484334 lot# sw19b005. Visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are da maged, and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having removal of impl anted hardware for acute implant pain. It was reported that 3 individual drivers broke during the procedure. There were no fragments of the implants or instruments remained in the patient's body. Products will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the procedure involved was a revision lumbar fusion with a hardware removal. The product was broken during the procedure but did not come in contact with the patient.